Manufacturer narrative:
(B)(4). Medical product: comprehensive reverse shoulder humeral tray w/ locking ring, catalog#: 115375, lot#: 960730. Comprehensive reverse shoulder humeral bearing, catalog#: xl-115367, lot#: 625780. Comprehensive shoulder system primary stem, catalog#: 113653, lot#: 046730. Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06947, 06948, 10168, 10169.

Event description:
It was reported that patient underwent the removal of an anterior ganglion cyst in the operative left shoulder. No implants were removed. Operative notes stated the patient has experienced recurrent effusion.